Event description:
Customer called the communication center with the complaint of excesss energy output, no error messages. One patient suffered superficial burns to her upper legs in association with her 12th lightsheer hair removal treatment. Twenty minutes after treatment, redness and blistering were apparent. Physician iced the area, gave medicated lotion (dematope e) prescribed vicodin for the pain. Customer informed by dispatch and safety coordinator to stop using the unit. Unit to be assessed at service depot.